Event description:
It was reported that the pump delivered too much insulin during a bolus. Bg value was not provided. Reportedly, the customer inserted a new sensor before the last sensor session had ended. Resulting in an automatic correction bolus during the sensor's warm-up period. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.